Event description:
Our sales rep reported that a meniscal repair was being performed on an (B)(6) male using omnispan product. The surgeon was using an omnispan applier with a 27 degree needle. After using the first needle successfully, the surgeon deployed the first implant on the 2nd needle, and the red trigger of the applier was then stuck in place and would no longer function. The 2nd implant could not be deployed. It was at this point in the procedure that the surgeon decided to go from an arthroscopic procedure to an open procedure due to finding out that the meniscus tear was more extensive than originally thought to be. The surgeon used a meniscus needle to complete the procedure with no reported harm or consequence to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. In transit.

Manufacturer narrative:
Evaluation summary: per complaint #(B)(4), it was reported that during a meniscal repair procedure that the omnispan meniscal applier (p/n (B)(4)) would not deploy the sliding (2nd implant) implant correctly. The surgeon was able to complete the procedure without further issue or any harm to the patient. However, it was noted that the surgeon went from an arthroscopic procedure to an open procedure due to the extent of the existing damage, not due to the omnispan device as noted by the surgeon in the complaint. The applier (p/n (B)(4)) and omnispan 27° needle (p/n (B)(4)) that were used were returned for evaluation. This failure mode was investigated upon receiving the returned applier and needle. Upon receipt of the device, the needle was on the applier with the sliding implant as shown in figure 1. Both triggers (red and gray) were tested for functionality. The applier was unable to advance (red trigger) or deploy (gray trigger) the sliding implant as was noted in the complaint, thus confirming the failure mode. The gray trigger was not under tension from the internal spring as would be typical with the main pusher rod jammed under the sliding implant. The sliding implant was unable to be moved utilizing the gray or red triggers, thus again confirming the jamming condition. It was also noted the sliding implant had moved from its original position and was located on the ramp, which is typical of a movement due to interaction with surrounding structures around the area of repair. Therefore the failure mode was confirmed, and it can be concluded that the jamming of the applier was related to the main pusher rod (gray trigger) under the sliding implant and not the red trigger rod. Upon examining the device further, it was determined a mid section, not the tip, of the push rod was jammed below the sliding implant as shown in figure 2. As noted above, the sliding implant has moved forward causing the implant to jam on the incline on the needle. Since the tip of the pusher rod is not jammed under the implant, it can be determined that the gray trigger was held depressed (causing the pusher rod to remain in the advanced position) while the surgeon pulled the device from the meniscus after the 1st deployment. While pulling out of the meniscus to prepare for the 2nd deployment, the meniscus or a surrounding structure caused the sliding implant to move down the ramp, while the gray trigger was held down. These conditions could lead to the implant and pusher rod occupying the same space, thus causing the jamming condition. Therefore, it is attributed to use error of holding the gray trigger while moving around in the meniscus that was the root cause of this jamming condition. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident that could cause this failure. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of 190 devices that were released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.